Event description:
It was reported that there was a thrombus on the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa. A 30 mm watchman laa closure device & delivery system (wds) was inserted into the was and the closure device was deployed in the laa. It was noted at this time that a thrombus had formed on the core wire of the device. The physician gave the patient more heparin and the thrombus was aspirated out of the patient. The procedure completed and with no further complications.